Event description:
It was reported by the patient that the pod's pink slide did not move forward indicating a needle mechanism failure. The blood glucose levels reached >250 mg/dl while wearing the pod between 4 and 24 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received deployed. The data shows the device completed both the first and second priming sequences and delivered 642 pulses, including several boluses. No timeouts or drive stalls were seen in the download data. No damages or defects were found that would result in a needle mechanism failure.